Event description:
It was stated that in the intended generator replacement surgery, a lead fracture was present behind the vns generator. From the operative notes summarizing the surgery, the generator was replaced, and high impedance was observed when the new generator was attached and ran device diagnostics. Surgery to replace the lead has not occurred to date. No additional pertinent information has been received to date.

Event description:
The patient¿s subsequent full replacement surgery was completed. It was identified that only the patient¿s lead was found and removed, and no generator was removed at that time. The explanted lead portion(s) from the recent surgical case were reportedly discarded and are not expected to return to the manufacturer. Clarifying information from the previous surgical procedure was received that showed that high impedance was noted preoperatively to that case. When the generator pocket was opened, a lead fracture was observed close to the generator. The surgeon decided to not do a full replacement at that time, and no new generator was implanted. The explanted generator from the first surgical case is expected to return to the manufacturer, but has not been received to date. No additional pertinent information has been received to date.